Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Product investigation summary: the following two (2) devices were received for evaluation: blade/screw guide sleeve (part 03.037.017 / lot 9590747). Helical blade inserter (part 03.037.024 / lot t111989). A visual inspection, functional test, and drawing review were performed as part of this investigation. During the drawing review, it was confirmed that the red markings utilized to align the guide pins of the inserter with the grooves of the guide sleeve are in the correct position for proper alignment. Thus, the complaint condition could not be replicated or confirmed and does not match the reported condition. However, as damage was observed, the overall complaint is confirmed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. There was also noted peeling of the color coding on both devices. The issue of peeling off of the color coding (red / yellow lines) has already been identified and addressed. The blade/screw guide sleeve was received with multiple sets of three indents on the proximal end of the inner cannula. The helical blade inserter was received with dents on the guide pins and with the shaft of the device shows significant scraping. When functionally testing the devices together, it was difficult to start the advancement of the inserter into the guide sleeve and it could only be advanced to approximately where the guide pins sink just below the proximal surface of the inserter. A review of the relevant drawings was performed with no findings identified. The complaint description notes that the observed damage is a result of malleting, which occurred because the devices were misaligned due to an etching malformation. During the drawing review, it was confirmed that the red markings utilized to align the guide pins of the inserter with the grooves of the guide sleeve are in the correct position for proper alignment. The design contains only one insertion and final position to allow the blade to be properly inserted and locked. Based on the orientation of the indents on the blade/screw guide sleeve, it appears that force was applied with the red making on the inserter aligned with the yellow marking on the guide sleeve. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 14, 2015. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final product met inspection records, certification test values, and acceptance criteria. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the guidelines on a blade insertion handle were misaligned due to malformation of the etched alignment markings. The issue occurred during a trochanteric fixation nail - advanced (tfna) surgery as the blade was being inserted. As a result, the metal of the cannula (sleeve) was deformed as it was being malleted. There was no breakage as a result. The procedure was completed successfully using these instruments without delay. There was no harm to the patient. Update: during the investigation of the returned parts, which was completed on july 5, 2016, additional damages to the helical blade inserter were discovered. As a result, the device was re-assessed and determined to represent a reportable incident. This report is 2 of 2 for (B)(4).